Event description:
Reportedly, the formation of the clips were not correct. The clips dislodged, tore, and lacerated the vessel. There were no injury or ill-effects reported concerning the patient. Procedure type: transplant